Event description:
It was reported the patient will undergo a revision of temporomandibular joint implants on the left side due to metal allergy approximately four (4) years after implantation. Approximately one (1) month ago, an allergy test revealed a vanadium allergy. It was initially reported that the implant would be replaced with a custom titanium implant; however, additional information indicated it would be replaced with a custom cobalt-chrome-molybdenum (astm f1537) implant. No additional patient consequences have been reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed because a revision surgery was scheduled and a request for a replacement implant was made. The device was not returned for investigation. No functional tests or inspections could be performed. No x-rays, scans, pictures or physician's reports were provided. The DHR for this device was reviewed, no non-conformances were found. There are no indications of manufacturing defects. (B)(4). The most likely underlying cause of the complaint is due to the patient's reported allergy to vanadium. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown screw, part # ni, lot # ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the patient will undergo a revision of temporomandibular joint implants on the left side due to metal allergy approximately four (4) years after implantation. Approximately one (1) month ago, an allergy test revealed a vanadium allergy. The implant will be replaced by a custom titanium implant at a later unspecified date. No additional patient consequences have been reported.